Event description:
It was reported that during da vinci-assisted surgical procedure, error c-34 occurred on the integrated electrosurgical generator unit (iesu/erbe) for monopolar energy. The customer restarted the erbe with no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) guided the customer to check the second monopolar port and to try a spare monopolar cable, but there was no change. When the monopolar cable was connected to the upper port, the lower port showed a question mark for not recognizing the instrument, although nothing was connected there. There was no third-party generator available and the other da vinci system was in use. The surgeon was planning to use the e-100 generator and try completing surgery with bipolar instead. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the c-34 error. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the erbe returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The integrated electrosurgical unit (iesu) generator was analyzed and the reported failure was confirmed and reproduced. Fa found error c-34 in the logs.

Event description:
Refer to h10/h11 for follow-up information.